Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: evaluation revealed that with the bolus button cover torn- slug is missing. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a torn bolus button. This report is made based on results of investigation completed on (B)(6) 2016.